Event description:
It was reported that the pt was experiencing voice alteration since vns implant. The vns had not been turned on yet. The surgeon could not tell any difference in pt's voice when she spoke to him on the phone. Pt was evaluated by an ent who diagnosed pt with left vocal cord paralysis and recommended that the pt have device explanted. Follow-up reveals that the pt's voice is fine unless he yells or strains. His voice is healing and the paralysis and voice alteration will resolve over time. Pt may be following up with another ent and the device is still not turned on. Attempts for further info have been unsuccessful to date.